Manufacturer narrative:
Additional information reviewed that the display issue was a temporary error and there was no repair done for this issue. Therefore, the complaint is not a reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).